Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, limited mobility, toxic cobalt-chromium metal debris to be released into the tissue and elevated levels of cobalt in the blood. Update rec'd 9/10/2014- pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/1/2014. Update rec'd 8/17/2015 - patient was revised for pain. Update 11/7/16 ¿ pfs and medical records received. After review of the medical records for MDR reportability, litigation alleges hip and back pain, as well as elevated metal ions. The medical records indicate pain and elevated cobalt levels. Date of right hip revision and explant dates noted. Stem is added to product list and medwatch. The complaint was updated on: 11/28/2016.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to previous allegations, ppf alleges metal wear, metallosis and elevated metal ions. Added facility name.